Event description:
It was reported that the "cuffs do not reflect amount of air in balloon". The information received indicated the involved device(s) were size 6dct and are reportedly available to be returned. There was no reported pt injury and or change in therapy. The involved device(s) have not been returned for evaluation as of the date of this report.